Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify motor error alarm due to compromised forced sensor loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported to have received a motor error alarm and a no delivery alarm. Customer's blood glucose was 166 mg/dl. During troubleshooting, customer was not able to deliver a 5.0 unit fixed prime due to not being able to get passed prime. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.